Event description:
It was reported the video system center did not recognize scopes during inspection for use, before sedation for a diagnostic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. Correction to g4 PMA number the device was not returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. However, the likely cause is due to a faulty optical fiber. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.